Manufacturer narrative:
H.6. Investigation: the complaint is unconfirmed as no photo / samples received the investigation was not able to confirm what the customer had experience as there were no returned samples/pictures for evaluation. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by the needle. This occurred on 5 occasions during use. The following information was provided by the initial reporter: the needle pierced thru catheters.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was pierced by the needle. This occurred on 5 occasions during use. The following information was provided by the initial reporter: the needle pierced through catheters.